Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. Myopotentials and pocket manipulation did not replicate the 'noise'. Subsequently this lead was surgically abandoned, and a new rv lead was successfully implanted. No additional patient adverse effects were reported.